Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose level was over 600 mg/dl. Customer was in intensive care unit. Customer experienced symptoms such as blurry vision. The customer was declined to troubleshooting. Customer stated that the insulin pump was not delivering insulin like it stated. The customer stated that they was not in auto mode at the time of event, she stopped using the insulin pump since the hospital per the guidance of the hospital. The insulin pump will be and reservoir not be returned for analysis.